Event description:
It was reported to boston scientific corporation in 2009 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed two days prior. According to the complainant, during the procedure, the patient had some excessive bleeding out of the urethra and the bleeding continued. The procedure was aborted and the patient was sent to the emergency room. Attempts to obtain further information have gone unanswered.

Manufacturer narrative:
The lot number is unknown; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.